Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing of r waves. The ventricular sensitivity would be increased if necessary.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.